Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 386 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels, patient checked the pod and saw that the cannula was not properly seated in the infusion site.

Manufacturer narrative:
The pod was received with the cannula deployed. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. There was no evidence of blood on the received device. No damages or defects were observed on the fluid path components and bottom housing that would contribute to bleeding/bruising at the pod infusion site.